Event description:
On 03/12/2015 product analysis was completed on the handheld and flashcard. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
On (B)(6) 2015 it was reported that the handheld was freezing upon interrogation and that it occurred with multiple patients. The handheld and flashcard were returned for product analysis on (B)(6) 2015. Product analysis is still underway and has not yet been completed.